Event description:
It was reported that during an unknown procedure, the jaws on the device locked-out and would not open with part of the specimen inside the jaws. There were no patient consequences nor surgical delay reported. The exact date of the event was unknown. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 01/13/25 d4: batch #unk. User facility medwatch form: #mw5163139. A manufacturing record evaluation was performed for the finished device ec60a with lot number 960c63; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.